Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 35 mg/dl or above. Low bg causes were not known. Paramedics administered d10 to treat the low bg. The customer reverted to an alternate method of insulin therapy.